Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: sample received consist in 4 cassette products received after use conditions, decontaminated and inside in a plastic bag. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing results: first pump: samples were connected to the pump and no alarms were activated. Second pump: samples were connected to the pump and no alarms were activated. Conclusions: failure mode could not be duplicated by functional testing, complaint is not confirmed. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.